Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Reportedly, assistance was required in administering a manual insulin injection to address bg level. The customer reverted to manual injections for insulin therapy.